Event description:
It was reported that the atrial lead had dislodged and during the revision procedure, the physician attempted to reconnect the lead to the device connector block and could not engage the setscrew with the wrench to tighten the setscrew. It was further reported that the physician removed the grommet on the atrial port and was then able to engage and tighten the setscrew and medical adhesive was applied. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 6947 implantable tachy lead 2012 (B)(6). (B)(4).